Manufacturer narrative:
Device was returned to amsino on april 29, 2019. Customer sample: amsino received no defective product samples or photos for this complaint. Retained samples: all samples passed the visual evaluation, neck down test, luer test, leakage test, catheter and catheter hub tensile test. Testing of the retained samples could not confirm the complaint so amsino could not confirm the event. Amsino checked their complaint history and found there was no similar issue from 2017 to 2019. No complaint defective product samples and images were provided. Amsino cannot conduct further analysis. Testing of the retained samples could not confirm the complaint so amsino could not confirm the event. The device history reviews (dhrs) did not show any related non-conformances.

Manufacturer narrative:
The product is available for investigation. It is yet to be received.

Event description:
The event involved an abbocath ¿ t cannula straight blue 22g x 32mm short that was reported to have broken in half, the plastic tubing separated completely from the plastic hub. The sample was used for a minute. There was no medication involved. There was patient involvement, however no report of blood loss, nor a delay in critical therapy, nor adverse event, nor medical intervention.